Event description:
It was stated that the patient was experiencing high blood glucose levels, and were waiting for the paramedics to arrive to take the patient to the hospital. It was stated that the patient had stopped using the insulin pump the day before due to button error alarms, and the back up plan of manual injections was not working. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.